Event description:
It was reported that during implant, when the lead was connected to the new device, noise was observed. The lead tested normal with the system analyzer. The lead was removed, cleaned, and reinserted, but noise was still present. The device was not implanted.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. The device was tested on the bench and noise was observed on the egms. The noise was traced to the hybrid but the root cause could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.